Event description:
A nurse reported an intraocular lens (iol) was discarded due to a broken trailing haptic. The surgeon had noted the broken haptic at the time of the implant surgery, but elected to leave the iol in place. The lens later dislocated and was exchanged. In a f/u phone call with the surgeon, she reported the pt was doing well following the exchange procedure. In a f/u, the surgeon reported the event resolved following the exchange procedure.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 02/03/2011, 02/07/2011, and 02/17/2011 by phone, fax, and mail. A completed questionnaire was received on 02/23/2011. (B)(4).